Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/1/2022 additional information: a1, a2, b7 additional b5 narrative: it was reported that the patient experienced vaginal mesh erosion and adhesions following the surgery.